Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The pump was not explanted and therefore was not available for evaluation. The images that showed a kinked outflow graft, including the post-op images after the surgical correction, were not provided for analysis. A correlation between the device and the reported events leading to the patient¿s outcome could not be conclusively determined. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced poor right ventricular function with right heart failure / decompensation. The patient was reportedly in very poor condition. A CT scan revealed external decompression of the outflow tract. The patient's physicians decided to take the patient to the operating room for exploration to determine if the outflow graft was kinked or if there was external compression on the graft. On an unspecified date, the patient underwent surgery, and upon opening of the chest there was no compression visible; however, a small kink in the outflow graft was found and surgically corrected. The patient reportedly remained in poor condition post-operatively in the intensive care unit. The patient's condition continued to deteriorate and the patient expired on (B)(6) 2016 due to multi-organ failure. The pump was not explanted. No further information was provided.